Event description:
The patient reported communication issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. The patient's system was explanted. Patient was re-implanted with a new advance bionics spinal cord system.